Event description:
Rn noticed that the pump was wet and inspected the tubing. It was noted that fluid was leaking from the tpn IV tubing. The tubing replaced at that time. The staff did not specify where on tubing the fluid was leaking from.

Event description:
Rn noticed that the pump was wet and inspected the tubing. It was noted that fluid was leaking from the tpn IV tubing. The tubing replaced at that time. The staff did not specify where on tubing the fluid was leaking from.